Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.1920" x 0.5305" was found to be broken off. The broken piece was not returned. The complaint regarding the broken jaw was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken jaw. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: instrument was found to be broken during central processing. Issue did not occurred during a procedure. No fragments fell into the patient. No patient has returned due to experiencing post-surgical complications.